Manufacturer narrative:
Device investigation narrative - one 5.5 healicoil rg dilator was returned for evaluation. Visual assessment of the device confirmed the distal tip of the device has broken off. Broken piece was not returned for evaluation. As reported the patient had hard bone and the surgeon utilized this device to prepare the insertion site. Per the healicoil rg IFU ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor¿. Per the dilator IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip of the healicoil rg dilator 5.5mm broke and was retained in the patient's greater tuberosity. A five minute delay was noted as a result. No additional bone holes were required, same hole was used.